Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels (454 mg/dl) at the time of the call. The customer would deliver boluses via the pump or manual injections to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated to possibly have scar tissue around were the infusion set site is placed. However, it was not confirmed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.